Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on july 28, 2023 with lot number 1711761. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on valve bond edge side assessed as unidentified (tear) opening. Additional observations: white particles on device outer surface are observed. Creases are observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional also reported "hole non-specific". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.